Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) the device displayed a "defib fault 79" message. Complainant indicated that the clinician continued treating the patient with this device by switching from defib to pacing. Complainant indicated that the patient subsequently expired.